Event description:
Reportedly, the subject orchestra plus link loses the rf connection with the ICD. It is needed to end the interrogation session and to launch a new interrogation in order to re-establish the communication.

Manufacturer narrative:
Expertise of the returned rf head did not reveal any anomaly.

Event description:
Reportedly, the subject orchestra plus link loses the rf connection with the ICD. It is needed to end the interrogation session and to launch a new interrogation in order to re-establish the communication.

Manufacturer narrative:
Preliminary analysis of the expertise files dated (B)(6) 2019 did not reveal any anomaly with the subject rf head.

Event description:
Reportedly, the subject orchestra plus link loses the rf connection with the ICD. It is needed to end the interrogation session and to launch a new interrogation in order to re-establish the communication.

Event description:
Reportedly, the subject orchestra plus link loses the rf connection with the ICD. It is needed to end the interrogation session and to launch a new interrogation in order to re-establish the communication.